Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal enterocele repair, abdominal sacrocolpexy, total abdominal hysterectomy and bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/06/2016.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, dyspareunia, dysuria, irritation, and vaginal bleeding.

Event description:
It was reported that following insertion the patient experienced vaginal discharge, dyspareunia, dysuria, irritation, and vaginal bleeding.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat chronic pelvic pain, menorrhagia and anemia and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) /2011 (no clarification of date given) and on (B)(6) 2011 due to exposed vaginal cuff mesh and dysuria.(B)(4).